Event description:
The facility's biomed engineering dept reported the pump had an 812:02 failure code. Info was not provided regarding whether or not the device was in pt use when the reported failure occurred. The biomed engineer stated that there was no report of pt injury or need for medical intervention. Attempts were made by baxter customer service to obtain extra info regarding pt status, age of pt and the medication involved but no additional details are known. No additional contacts were provided.